Event description:
Per report, during a transcatheter aortic valve replacement (tavr) procedure, upon removal of the retroflex 3 sheath, a small dissection in the left common iliac artery was noted on the angio. The physician repaired the vessel using a peripheral stent. Completion angio performed to reveal resolution and no additional complications. No closure devices were used on that side. No abnormalities were noted on the sheath once it was removed. The transfemoral access was obtained without issue. The patient left room in stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7 mm. In this case, the left common iliac minimum lumen diameter was 6.9 x7.6 mm. Per report, there was mild vessel calcification, and mild, tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, minimum lumen diameter less than recommended vessel size in combination with some calcification and tortuosity may have caused or contributed to the reported vessel dissection. A device history records (DHR) review showed that the sheath met all the required specifications prior to its release for distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.